Event description:
Information was received from a consumer who reported when they first got their stimulator, they got a new symptom of getting the shakes every 3 weeks (like clockwork) when they would sit and lay down. When the patient stands up, they don't shake. It happened again last night, and they couldn¿t sleep. The shaking would last about 2 days then went away. The patient told their physician about it so shortly after implant, a healthcare provider did their first major adjustment and it was great, but then they went out to eat and when they got home their symptoms came back. The patient wanted to know how to navigate to see their therapy settings and was successful to view their settings. The patient didn¿t know how to adjust, but their daughter did.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the return of symptoms and shaking was not determined. Trouble shooting as not been performed and the issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.